Manufacturer narrative:
The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or information another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.

Event description:
Patient reported to surgeon saying they felt something picking up packages and now has pain in right buttock. Imaging showed the mesh has migrated into the spinal canal.